Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on posterior and crease fold. Weight measurement of the device identified device weight was within specification. A microanalysis was performed which identified: striated opening on posterior. Based on the device analysis the final assessment was a striated opening on posterior due to surgical damage consistent in the use of some surgical tools.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.